Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pulmonary lobectomy procedure, when using the device, there were several staples from the proximal end that form a gate shaped and did not fire on the distal part. Another device was used to complete the procedure. There was no patient injury.